Manufacturer narrative:
After battery installation, device powered up with a blank display due to heavy corrosion and rust all along the bottom of electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water and then it gave a critical pump error and now currently over heating. The customer stated that they received closed open book image on insulin pump display. No harm requiring medical intervention was reported. The device will be returned for analysis.